Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropi es results were obtained from two different patient samples using vitros tropi es reagent on a vitros 5600 integrated system. Root cause for the unexpected results could not be determined; however, the possibility that inappropriate pre-analytical sample processing or unexpected vitros 5600 system performance had contributed to the results could not be ruled out entirely. The investigation was able to rule out a vitros troponin I es reagent issue.

Event description:
The customer obtained non-reproducible, higher than expected vitros tropi es results from two different patient samples using vitros tropi es reagent on a vitros 5600 integrated system. Patient a result: 0.057 ng/ml vs expected <0.012 ng/ml. Patient b result: 0.061 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were not reported outside of the laboratory and there were no allegations of harm as a result of the events. This report corresponds to ortho clinical diagnostics inc. (B)(4).